Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 18nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of (B)(6) 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
(B)(4). Customer called due to receiving error code 150.2100.5 in the error logs. Could not duplicate issue however the nurse stated the unit was alarming out and unable to use. Unit under service agreement repair. Customer will send in for repair. No patient involvement. Serial number: (B)(4). Customer called due to receiving error code 150.2100.5 in the error logs. Could not duplicate issue however the nurse stated the unit was alarming out and unable to use. Unit under service agreement repair. Customer will send in for repair. No patient involvement. Serial number: (B)(4).